Event description:
It was reported that the device was explanted due to suspected premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of battery depletion was confirmed in the laboratory. High current drain was found. This was due to cold solder joints on the crystal of the fr telemetry circuit. The device current was normal without the rf circuit module.